Manufacturer narrative:
(B)(4). The parts were returned by the hospital to the loaner pool within the instrument kit. No defective instruments have been identified. A review of the device history records for this device was not possible without additional device info.

Event description:
It was reported that the extender was loosening from the screw during implantation.